Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed when an asymptomatic patient presented in clinic for a routine follow-up. Programming changes and further testing were recommended.